Manufacturer narrative:
(B)(4) batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, the distal end of the trocar dropped into the patient after the trocar was inserted into the patient. The distal end was retrieved from the patient. A second like trocar was used to continue the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 03/27/2018. Batch # p94d3v. The analysis results found that the 2b5lt instrument was received with the sleeve broken and melted. The broken piece of the sleeve was returned inside a plastic bag. In addition, the tyvek was returned along with the instrument. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.